Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted which prevented the device from being able to charge and defibrillate when prompted. Physio also observed that the a charge-pak assembly was not installed in the device. It is unknown when it was removed. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted and, as a result, the device could not charge and defibrillate when prompted.